Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature probe was reading all night, but suddenly stopped working. Probe was connected to temperature port 1. They have tried two probes and two temperature in cables. The probes would read on the bedside monitor. Mis suggested tried a third temperature in cable. Called back an hour later. Temperature read with third temperature in cable. The first two cables would be with the charge nurse.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty temperature in cable. Probe was connected to temperature port 1. They have tried two probes and two temperature in cables. Serial number for the arctic sun device is included for reference purposes only. Mis suggested tried a third temperature in cable. Called back an hour later. Temperature read with third temperature in cable. The first two cables would be with the charge nurse. The device was in use on a patient. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature probe was reading all night, but suddenly stopped working. Probe was connected to temperature port 1. They have tried two probes and two temperature in cables. The probes would read on the bedside monitor. Mis suggested tried a third temperature in cable. Called back an hour later. Temperature read with third temperature in cable. The first two cables would be with the charge nurse.